Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_ext, product type: extension. (B)(4).

Event description:
The company representative (rep) reported that the patient developed an infection around the area of where the implantable neurostimulator (ins) was operated at. This resulted in the patient getting a new ins and extensions in (B)(6) 2016. The indication for use included parkinson's disease.